Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The product was discarded by the facility at their location.

Event description:
It was reported by a company representative that the surgeon removed an implant as the patient had developed an infection unrelated to the implant. There were no additional symptoms or adverse effects reported. The procedure was completed successfully without a delay.

Manufacturer narrative:
The complained device was not returned for investigation, and not enough information was provided. Therefore, the reported event could not be confirmed. For infection complaints, expanded investigations were performed to assure that neither the complained devices nor all related manufacturing (e.g. Environmental monitoring, sterilization validations tests) process steps could have caused the event. The complained device is delivered non-sterile with the correct instructions for use concerning cleaning and sterilization. During the investigation no indication was found for any systematic, design, or manufacturing related issue.

Event description:
It was reported by a company representative that the surgeon removed an implant as the patient had developed an infection unrelated to the implant. There were no additional symptoms or adverse effects reported. The procedure was completed successfully without a delay.